Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl, 30 mg/dl, and 187 mg/dl. Customer states that she had low blood sugar while in (B)(6), and was unable to self- treat. Customer's husband took a reading of 60 mg/dl, and customer drank grape juice. About five minutes later, reading was 30 mg/dl. Customer drank a soda and obtained a reading of 187 mg/dl, five minutes after the reading of 30 mg/dl. All readings within 10 minutes. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded. Replacement was sent.